Event description:
It was reported that an arteriotomy closure of a common femoral artery was successful using a starclose se device after a percutaneous transluminal coronary angioplasty of the left anterior descending coronary artery interventional procedure. Reportedly, fifteen minutes after the closure procedure, the patient went into vagal shock. Atropine was give to treat the symptoms of shock. There was internal bleeding close to the puncture site, but no hematoma or visible swelling. A computerized tomography was performed to assess the internal bleeding, but the bleeding had already stopped. The physician stated the problem was the puncture site was too high as the patient was very thin. This was reportedly the cause of retroperitoneal bleeding which later led to shock. There was no reported adverse patient sequela. The hospitalization was extended two (2) days due to this event. The physician is reportedly trained in the use of the starclose se device. Additional information was not provided.

Manufacturer narrative:
(B)(4). Concomitant medical products: sheath: terumo 6f; heparin, aspirin, plavix, atropine. (B)(4): failure to take a femoral angiogram. It is indicated that the device is not returning for evaluation, therefore, a failure analysis of the complaint device cannot be completed. Reviews of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. A femoral angiogram was not taken. The starclose se instructions for use states: the user is instructed to perform a femoral angiogram through the side port of the procedural sheath to determine the location of the arteriotomy site, the vessel size, and the presence of disease (calcified plaque, stenosis, chronic or acute occlusion), tortuosity or presence of arterial wall dissection. Based on the information reviewed, there is no indication of a product deficiency.